Manufacturer narrative:
The reported issue of an accumulated air in line alarm having occurred during an infusion was confirmed via log analysis. The report that the IV line had visible bubbles below the pump module but not in the IV line above the pump module could not be confirmed. The incident disposable set was not returned for investigation. The testing and inspection of the returned pump module found no existing malfunctions. The pump module was found to be detecting air in the line at the 250l setting within specifications. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that an accumulated air alarm error occurred during a patient infusion. It was noted that the IV line above the pump showed no signs of bubbles or air and the IV line below the pump had many visible bubbles. There was no report of patient harm.